Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: a 5076 implantable pacing lead: (B)(6) 2014. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead indicated a non-capture during the device check while the patient was in the ho spital. The rv lead was turned off. No patient complications have been reported as a result of this event.